Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2011; d284trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead was undersensing p waves and oversensing far field r waves (ffrw). To resolve the ffrw oversensing, the lead was reprogrammed about 7 weeks earlier, however that possibly introduced the p wave undersensing. The medical equipment company representative suggested programming the lead back to the previous sensitivity, however the clinician felt the bi-ventricular pacing was not "too bad" with the current setting and also noted the patient did not have good atrial sensing in general. The lead remains in use. No patient complications have been reported as a result of this event.